Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver passed the pairing/ calibration test by performing a 2 hour calibration test and at least 20 hours for the performance test. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The reported issue could not be reproduced with the returned receiver. Receiver download was reviewed and the reported issue was observed on the issue date. The issue of loss of connection was confirmed. The root cause could not be determined post investigation.